Event description:
It was reported that the actuator motor on the patient lift is working in reverse. When the down button is pushed the lift raises, and when the up button is pushed the lift will not move.

Manufacturer narrative:
.